Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event could be confirmed, since evaluation of the CT imaging does show the construct has been removed and replaced by a cement spacer. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿there is a girdlestone situation visible with a cement spacer at the site of the former tar. There is no further information given in this case and it is thus difficult to say anything regarding the cause of the (likely) infection. In most of the cases if an infection occurs at least more than 6 months after the index operation it is very unlikely, that it is related to the user or the device. " although an infection is likely in this case, no clinical information to support this assumption has been obtained. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery for reasons that are not available at the time of this report.